Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 83-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella cp placement, impella was not able to fully cross the aortic valve due to aortic stenosis. The case was aborted.

Manufacturer narrative:
The investigation into delivery issues has been completed since the initial report was submitted. The device was not returned for investigation. Per the clinical information, the root cause of delivery issue is determined to be patient condition due to valve disease of the patient because of which impella unable to fully cross the valve.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07229 was provided. Note: corrected information provided in h6 is an addition to previous coding.